Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the service history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a universal chuck with t-handle was found broken in half on an unknown date. No reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: part no: 393.10, lot no: 8016133. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 26july2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was broken in half. The repair technician reported the t-handle was loose and damaged on top, the ringed tooth was worn, and the chuck was dented and worn in the front. Chuck broken/loose is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: upon visual inspection the device completely fell apart into six separate pieces and the t-handle is bent approximately 2-3 degrees. The complaint condition was likely caused by years of consistent use and possible rough handling; however, this complaint is not likely a result of any design related deficiency. The universal chuck t-handle instrument is mentioned in many synthes technique guides. It is utilized in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. The relevant drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was an issue with several instruments. One universal chuck with t-handle was broken in half. Another one wasn&#38176;ratcheting at all. No reported patient or surgical involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the item was not ratcheting. The repair technician reported the t-handle was bent, and the clamping jaws on the chuck were worn. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. Product investigation summary: device drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to the complaint conditions. The complaint condition was likely caused by years of consistent use and possible rough handling; however, this complaint is not likely a result of any design related deficiency. Upon visual inspection the device fell apart into five pieces and the t-handle is bent approximately 2-3 degrees. The complaint condition was likely caused by years of consistent use and possible rough handling; however, this complaint is not likely a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review as attempted for the subject device. The review could not be completed because the reported lot number could not be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.